Manufacturer narrative:
On (B)(6) 2021, mentor received patient identification and date of implantation/explantation for the complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The supplemental report submitted on (B)(6) 2022 inadvertently did not report that mentor received the device for evaluation on (B)(6) 2022. An evaluation was completed on (B)(6) 2022. According to the information received, the patient experienced a rupture in the breast implant. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view, measuring approximately 4.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4) additional manufacturer narrative: mentor received the device for evaluation on (B)(6) 2022.

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a rupture event affecting the left prosthesis. As a result, the patient underwent removal at an undisclosed time.

Manufacturer narrative:
According to the information received, the patient experienced a rupture in the sm mod classic gel, 425cc breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).